Event description:
Patient's wife reported dull pen needles. No further info. Unknown if patient missed a dose. Unknown if product is available for return. Unknown if adverse event was experienced. No further info. Reported to (B)(6) by: patient/caregiver.